Manufacturer narrative:
The investigation of delivery issues and product damage (cannula kink) has been completed. The impella device was not returned for evaluation. Product damage (cannula kink): the root cause of the product damage issue was most likely patient condition related; provider attempted to deliver device with excessive force causing a kink in the cannula near the inlet. Delivery issue: the root cause of the delivery issue was most likely patient condition related; impella 5.5 pump could not be advanced through the patient's vasculature during attempted delivery.

Event description:
The complainant reported that an impella 5.5 pump could not be advanced through the patient's vasculature during attempted delivery. Provider attempt to deliver the device with excessive force caused a kink in the cannula near the inlet. The pump was removed and replaced wiht another impella 5.5 as a result of the noted delivery issue. The impella 5.5 was discarded by customer. There was no patient harm.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. [Addition for 5.0, 5.5 only] in instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ section: warnings & cautions: cautions ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿